Manufacturer narrative:
The filter wire was returned with the filter bag partially retracted into the delivery sheath, with approximately 2 mm of the filter exposed from the distal tip. There was particulate in the filter bag. The radiopaque tip was bent at approximately 11 mm measured from the distal tip of the protection wire. The delivery sheath was partially peeled away from the protection wire, up to 101 cm measured from the distal tip of the delivery sheath. There was a slit present in the delivery sheath, and the sheath was partially peeled away from the protection wire to confirm that the slit was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, removal difficulties occurred. The lesion was located in an unspecified coronary artery. Lesion details are unknown. The filterwire ez was advanced to the lesion and deployed, but the delivery sheath could not be removed entirely. The filter was withdrawn from the patient partially expanded. The procedure was completed successfully without the filterwire. No patient injuries or complications were reported. The patient condition is reported as "ok."